Event description:
When ivent was unplugged for a transport it alarmed battery empty, overtemp and sensor disconnect. The ventilator would not reset and had to be pulled from service. The vent had been working fine up until the time it was unplugged. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working.